Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received from the field representative revealed that there is no replacement date scheduled at this point.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received from the field representative revealed that there is no replacement date scheduled at this point. Subsequently, the device was replaced. No additional adverse effects were reported. There is no information indicating that this device is going to be returned.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided.upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received from the field representative revealed that there is no replacement date scheduled at this point. Subsequently, the device was replaced. No additional adverse effects were reported. There is no information indicating that this device is going to be returned. Subsequently, information sent by the field representative indicated that the device was sent for analysis.